Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint of ¿broken plastic tip¿. The instrument was found to have thermal damage of the monopolar yaw pulley. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. One side of the clevis ear was removed for further investigation. The silicone potting did not appear to be compromised. Additional observation not reported was that the instrument was found have thermal damage of the proximal clevis. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. Advanced failure analysis reported that upon visual inspection, thermal damage was found on the monopolar yaw pulley at the intersection of the ceramic sleeve base. Additional thermal damage and arc tracking were also observed on the proximal clevis. It is unclear what caused the thermal damage. It is possible that collection of blood, tissue, or other conductive material around the base of the ceramic sleeve provided an alternate path of energy while the instrument was used for air-firing. Further, the stray energy was carried down the metallic drive cables and discharged at the intersection of the proximal clevis, causing further thermal damage and arc tracking. A review of the instrument log for the permanent cautery hook instrument (420183-10/n1014009 984) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date: this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fourth usage and, therefore, had not expired. The product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to have a broken plastic tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.